Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure, the system switched to "bypass" mode, which was displayed to the user by the system message "bypass fluoro". In case of system problems, the examination can be stopped in a controlled manner in "bypass" mode. However, this only allows continuous fluoroscopy with reduced image quality and the scenes cannot be saved. Consequently the operator decided to continue the procedure using an alternative system. The investigation revealed that the power supply for the collimator was defective. The system is designed to reduce the amount of unusable x-rays. If there are problems with the collimator, in the worst case, no radiation restriction would take place through collimation. Therefore, the system switches to "bypass" mode to reduce the dose rate. The affected part was replaced as part of service activity which resolved the problem. The spare parts consumption of the defective power supply was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system went in bypass. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.